Manufacturer narrative:
(B)(4). D10: cat# 157446 lot# 489100 m2a-magnum mod hd sz 46mm; cat# 139252 lot# 977780 m2a-magnum 42-50mm tpr insrt-6c; cat# unknown lot# unknown / unknown stem. No product was returned, or pictures provided. Part and lot identification are necessary for review of device history records, neither were provided. The reported head and tapered insert were reviewed for compatibility with no issues noted, however, as the cup and stem are unknown, it is unknown if the entire construct is compatible. Medical records were not provided. The reported issue cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00535; 0001825034-2024-00534.

Event description:
It was reported that approximately 12 years post implantation of a left total hip arthroplasty, the patient was revised due to pain, elevated ion levels, and a whistling sound in the hip. There were no reported surgical complications. No additional information available.